Manufacturer narrative:
The following could not be completed with the limited information provided. Patient weight - ni, device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni, concomitant medical products- ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient was revised due to infection. The articular surface was removed and replaced.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.